Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a mildly tortuous and mildly calcified artery. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for post-dilation. During the procedure, the balloon ruptured immediately upon first inflation at 14 atmospheres. The device was pulled out successfully from the patient and there were no fragments left. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the gladiator elite was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal of the proximal markerband. The rated burst pressure for this device is 14 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a mildly tortuous and mildly calcified artery. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for post-dilation. During the procedure, the balloon ruptured immediately upon first inflation at 14 atmospheres. The device was pulled out successfully from the patient and there were no fragments left. The procedure was completed with another of the same device. No complications were reported. However, returned device analysis revealed a balloon pinhole.